Manufacturer narrative:
Parts will be send back for investigation. When the investigation has been completed philips will inform the FDA.

Event description:
It was reported to philips that the user was not able to complete the procedure on a patient due to the allura xper fd20 table did not function correctly. They were not able to complete the procedure, removing a blood clot out of the vessel of the patient. The patient had to be rescheduled for the following day and the procedure was done in a different lab within the facility.

Manufacturer narrative:
Philips investigated this issue and found that the geometry would reset when using the cradle option on this ad7 tilt table. A log file analysis showed that there was a mismatch between the tilt potentiometer and the level indicator (digital signal). The issue was solved by replacing the smart drive and node interface unit and the tilt table movement controllers. After this replacement the table was calibrated and the system was back in working order. A search in the complaint database did not show similar cases. No further actions will be taken.